Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: the flexibility adjustment ring and grip had a scratch, air/water cylinder (aw-cylinder) and suction cylinder (s-cylinder) had no color, switch box, scope connector cover unit (sc cover unit), scope connector case unit (sc-case unit) and the plug unit had a scratch, due to a chip on plastic distal end (c-cover) the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire the bending angle in up direction did not meet the standard value, objective lens had a crack, light guide lens (lg lens) had a crack, bending tube was deformed, connecting tube was snaking, and the universal cord had coating peeling . The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a cable pull that was loose. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, the jet tube (j-tube) and connecting tube had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Based on the results of the investigation, although the adherence/clogging of the material was confirmed but the type of the material cannot be identified. Therefore, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."